Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl and the pump alarmed no delivery. The customer treated with insulin. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. The customer indicated that changing the reservoir resolved the issue. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer declined to troubleshoot for the high blood glucose and was advised to call back if further assistance is needed.